Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose level was 180-397 mg/dl.